Event description:
On (B)(6) 2014 client called to notify that a needle electrode broke while inserted in pt. Part involved in this incident is ultra sharp - disp hypodermic needle electrodes - monopolar needle (1.00") 25mm/30g part 101338, lot x257 manufactured by chalgren enterprises llc. According to the preliminary report the needle broke in hub and had to be surgically removed in ER dept. Further communication with the client revealed that the incident occurred while the electrode was placed on the right longissimus capitis to inject botox for treating a neck issue. Subsequent to the event the pt went to emergency depart; ultrasound done; wont exploration; plain x-ray film; CT of neck; ear nose and throat (ent) physician explored neck in emergency dept; went to operation room for removal of right neck foreign body under fluoroscopic guidance under general anesthetic. Pt was admitted to the hospital for two days with follow up visit to the ent clinic. As of (B)(6) 2014, the pt is pain free and the only complaint was mild per-incisional erythema and itching to retrieval site. The pt's pain was controlled by oral medication (norco 5-325 mg) client confirmed that the device was used directly out of the package on one pt and no issues were identified with the device prior to first injection. The needle penetrated properly. No torquing, no bending, and no resistance was observed. This specific product has been used by this client for at least 5 years. A same day notification was sent to the MFR of the needles. Pictures of the par were provided by the client and sent to the MFR along with all available ino. Unused needles from the same box were received at our facility today, (B)(6) 2014 and will be sent to the MFR for investigation. This is an isolated report at our end.